Manufacturer narrative:
(B)(6)

Event description:
The customer questioned elecsys ft4 iii (ft4 iii) results on a cobas 6000 e 601 module. The customer repeated an unspecified number of patient samples after performing new calibration and running qc. The customer identified discrepant ft4 iii results for 1 patient sample. The initial result was 25.2 pmol/l. The repeat result after recalibrating was 20.3 pmol/l. The initial result had been reported outside of the laboratory. The corrected result was sent after repeat testing was performed. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 304692. The expiration date was not provided. The field service engineer (fse) visited the customer site and performed instrument maintenance. The reagent probe was cleaned and pinch tubes were replaced.

Manufacturer narrative:
Qc was run on reagent lot 304692 on an e601 module used at the investigation site. Qc results were within the approporiate range. An issue with reagent lot 304692 can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer clarified that the "open/close reagent pack lid upon pipetting" setting was not set correctly after downloading the assay. The customer stated that after changing the system setting, there were no more issues. The root cause of the issue was due to the incorrect setting on the system.